Event description:
It was reported that during implant attempt, there was difficulty deploying the helix. It took 20 turns and then the helix would suddenly pop out. This was attempted twice in the body and once outside the body with the same results. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.